Event description:
It was reported that during the implant procedure when the physician connected the left ventricular lead to the implantable cardioverter defibrillator (ICD) the impedance was high. The lead was disconnected and checked with the programmer and in normal range. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.